Manufacturer narrative:
On 31-aug-2021, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2021, the product investigation was completed as the complaint device was not returned. It was reported that a male patient (275lbs) born 6/2/1949 underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis during an isvt case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and first it was 300 cc of fluid removed and they continued the case mapped the rv and burned then went epicardial and at that point the pressure was dropping again and began evacuating again so a total of 1 litter of fluid were removed. The patient was reported to be in stable condition. Device investigation details: since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device [30547041m] number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient ((B)(6)) born (B)(6) 1949 underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an isvt case, a pericardial effusion was noticed as the patient's blood pressure dropped. The pericardial effusion was confirmed by ice. The medical intervention provided was a pericardiocentesis and first it was 300 cc of fluid removed and they continued the case mapped the rv and burned then went epicardial and at that point the pressure was dropping again and began evacuating again so a total of 1 litter of fluid were removed. The patient was reported to be in stable condition. The physician¿s opinion on the cause of this adverse event procedure & patient condition. Patient outcome of the adverse event: fully recovered (no residual effects). The patient required extended hospitalization because of the adverse event: went to ICU, and was extubated, was rescheduled following week to finish procedure. Relevant history: ischemic vt. A transseptal puncture was performed. Prior to noting the CT ablation was not performed and there was no evidence of a steam pop. The event occurred during mapping phase. Irrigated catheter was used in the event and the flow setting: low (no burning at this point). No error messages were observed on biosense webster equipment during the procedure. Force visualization features: graph, dashboard, vector & visitag with the visitag module parameters for stability: 3, 3, 25% @ 3 with no additional filter used with the visitag and color options used prospectively: impedance. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.